Event description:
During a patient's generator change the atrial lead was oversensing t waves as noted on the psa screen. The device was initially thought to be the problem, so the generator was exchanged for a new one. When the current generator was connected the issue persisted. Programming changes were performed - adjusted pace and sense refractories. The problem resolved with the programming changes. There was no malfunction with the exchanged generator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).